Event description:
Reporter states the pt tested 129mg/dl on the aviva system when exhibiting hypoglycemia symptoms. Customer was given food and required assistance to eat the food. No medical attention sought or received. Requested return of suspect system and replacement was sent.